Manufacturer narrative:
The field report of pacing failure was not confirmed. A complete lead was returned in one piece and the helix was returned fully retracted and clogged with blood/body fluid. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, the lead would not pace. The lead was explanted and replaced and the patient was stable.